Manufacturer narrative:
Conclusion: since the valve has been implanted for over 14 years, it¿s very unlikely that the high gradients is due to any potential manufacturing issue. The common probable cause for high gradients is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 2 months post implant of this aortic bioprosthetic valve, the patient had a successful valve in valve procedure performed. The device was replaced due to increased gradients. No additional adverse patient effects were reported.